Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative installed a newest software revision onto the system and tested the unit for hours without issue. The problem could not be reproduced following the software upgrade and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the flow rate was not displayed on the centrifugal pump 5 (cp5) during a procedure. The issue occurred after the patient was off pump for about 10 minutes. The user then tried to go back on pump and the flow did not display. There was no report of patient injury.